Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device explanted on (B)(6). The patient noted that sometimes the stimulation would work well and sometimes it would make their pain worse. The patient had less than 50% therapy relief. The patient felt like the stimulation caused dehydration and diarrhea. The patient had experienced issues with diarrhea before but it was worse with stimulation. The patient was also experiencing foot drop after thanksgiving. The patient¿s doctor noted that the CT myelogram findings and all other tests were inconsistent with the patient having foot drop. Impedance testing was done and reprogramming was performed. The patient status was listed as alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was seen on 2014 (B)(6) for a post-op visit. Since the stimulator was removed the patient is doing much better and their diarrhea has also improved.